Manufacturer narrative:
H10 h3,h6: two related complaints were identified c-0303701/c-0305011. C-0305011 was subsequently opened for the fast fix products used. It was also later determined to be reportable. There are photos attached but no record of receipt from customer returns. The reported fast-fix 360 curved needle delivery systems (2), were intended for use in treatment. Items were not individually marked. Visual assessment of the device photos showed they were not returned in the reported condition of t2 pre-deployment. T1 has been deployed from the delivery needle on each device. The actuators on both devices are in their t2 pre-deployment position confirming a trigger advancement took place causing the deployment of t1. The condition of the devices indicate the trigger was inadvertently advanced when being removed from the paper carrier. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. A review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. The patient outcome was reported as ¿good¿ via e-mail communication. Therefore, no further medical assessment is warranted.

Manufacturer narrative:
(B)(6). Sample is under investigation by the manufacturing site.

Event description:
It was reported that during a meniscus repair surgery, after the fast fix 360 first anchor was deployed, the second anchor prematurely deployed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.